Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the 03 error code was indicating a critical alarm- pump motor stall occurred on (B)(6) 2020 at 3:38pm. A motor stall recovery was noted on (B)(6) 2020 at 5:39pm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump. It was reported the rep received a call from the hcp stating the patient's pump was alarming. The patient was on their way to the clinic. The alarm sounded like a critical alarm. It was discussed interrogating the pump to confirm the alarm and proper troubleshooting once alarm was confirmed. No symptoms were reported. The rep was redirected to follow up with hcp. Further information received indicated the pump was replaced today (B)(6) 2020). It was noted that during the motor stall there was code 03 in the logs on (B)(6) 2020 at 3:38pm. It was noted the pump motor stall recovery occurred at 5:38pm. The event date was (B)(6) 2020. No further complications were reported.